Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock needing an impella rp device for mechanical circulatory support. The complainant reported that the impella rp placement was unsuccessful due to the patient¿s anatomy. The pump became entangled on the swan catheter and temporary pacer during insertion, causing each to become dislodged. When the swan and pacer dislodged, the patient had a hypotensive event. The swan and pacer were replaced, however, the implant of the impella rp was aborted. It was reported that the patient experienced bleeding at the access site due to the peel away sheath being damaged during attempt at insertion. Deep penetrating sutures were placed to manage the complication.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella rp system with the automated impella controller instructions for use for the related event are as follows: section: warnings and cautions ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿. Potential adverse events (united states) arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia. This report is being filed as part of a retrospective review of historical records.